Event description:
On (B)(6) 2013, an abbott point of care (apoc) employee reported a near miss with a sharp pick vial. There were no incidents on (B)(6) 2013. On (B)(6) 2013 another apoc employee reported receiving a cut on a finger from a I-stat chem8 level 1 control vial. The event occurred in the lab and did not require medical attention. There was another vial from the same lot found in the same week which also contained a pick, but no one was injured. There is no additional patient information related to this event. The investigation is underway. There were no serious injuries associated with this event.

Manufacturer narrative:
(B)(4).